Manufacturer narrative:
See attached.

Event description:
Allegedly the patient had revised his thr due to mom complications. (Left).

Event description:
Allegedly, the patient had revised his thr due to mom complications left.